Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator and leads were explanted and replaced due to infection. The patient was asymptomatic. The patient was stable post procedure.